Manufacturer narrative:
In the absence of a returned product, this investigation will be closed. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture with an x-ray confirming product dislodgement. While no adverse patient effects were reported, surgical intervention was performed at which time the lead was abandoned and another lv lead implanted.